Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not making beeping sounds. Troubleshooting was performed for beep anomaly. It was stated that the customer experienced low blood glucose of 50 mg/dl and insulin pump did not make any sounds to alert she as low for the sensor. The customer was advised to adjust the audio volume to 1, press save, and listen for the beep. The customer was advised to adjust the audio volume to 5, press save, and listen for the beep. Customer reported they did not hear beeps when audio volume settings were saved. Customer declined troubleshooting for the low blood glucose incident and will follow up with her doctor. Customer treated the low blood glucose by drinking orange juice. The insulin pump will not be returned for analysis.